Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was able to resume insulin using the original cartridge, and technical support offered tips for preventing future altitude alarms, which the customer understood and acknowledged.